Manufacturer narrative:
Device power up properly after battery installation. Device passed selftest and displacement test. Power connector plug in and locked in place properly. No pump error 25 noted in pump history files. However, device received with unexpected battery power loss and had high sleep and active currents, problem isolated to electronic assemblies.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was losing power. The customer¿s blood glucose level was 240 mg/dl at the time of the incident. Customer stated the insulin pump had power error detected alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated notification light did not immediately stop flashing. The insulin pump will not be returned for analysis.